Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 745 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer also reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 749 mg/dl. The customer was wearing the insulin pump during the hospitalization. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device passed functional test including displacement test, rewind test, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The device functioned properly. However, it had an intermittent button response noted during testing due to flattened dome switch on the up arrow button, down arrow button, esc, act, and express bolus button. The lcd connector was inspected and no anomaly was noted. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and scratched case.